Event description:
It was reported that the patient could not get their inflatable penile prosthesis (ipp) to inflate. Troubleshooting steps were attempted to no avail. The entire system and components were explanted and replaced. There were no patient complications reported.